Manufacturer narrative:
Device passed displacement test, basic occlusion test. Unit alarmed a33 during prime/a33 test due to faulty force sensor resistor (gold). Unable to verify motor error alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside of the device and passed. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the they received the motor error alarm on the pump screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.